Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. There were no leaks. The technical service representative (tsr) advised the home patient (hp) to cycle power and a system error 2367 occurred. The hp would complete therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated there were no disconnections, leaks or anything else that she knew of that may have caused the alarm to occur. The hp advised that she was able to complete therapy with her manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.